Event description:
Pt undergoing bariatric surgery lap band procedure. Surgeon requested free flow oxygen to suction port of calibration tube. Crna attached to balloon port. Balloon over inflated in the esophagus causing esophageal tear. Balloon ruptured, sending balloon fragments into chest cavity. Emergent thoracotomy done to repair tear and remove balloon fragments.